Event description:
The nurse reported during a pars plana vitrectomy procedure, the system shut down and a soft eye (low iop) and choroidal hemorrhage occurred. The surgeon aborted the procedure. A postoperative laser procedure was performed, and the pt may need a second surgery. The pt outcome is unk at this time. A user facility medwatch form was received (see attached), with the following text: pt developed choroidal hemorrhages and decompression of the eye during pars plana vitrectomy for retinal detachment. The theory is fluid entered the air line during air-fluid exchange. Biomed and the alcon rep could not duplicate the alleged difficulty. The pt's eye is stable as of today, but final outcome is unk at this time.

Manufacturer narrative:
The company service rep examined the system and found that it met specifications. He was not able to duplicate the reported problem. The tubing is being investigated by the hosp staff and alcon will be notified if the tubing will require an eval. Currently, no samples have been returned. The complaint history was reviewed for this system, and there was one other similar complaint reported. No samples were returned for eval on the other complaint, and the company service rep could not duplicated the failure. A review of the complaint trend indicates no adverse trends for the reported complaint class. The root cause of the reported failure could not be determined.